Manufacturer narrative:
No product will be returned per customer. The customer complaint of leak at pump segment was confirmed. Per picture received, it was observed that the leak was from the silicone segment near the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the pump segment while the set was attached to the patient's central line. There was no report of patient harm.